Manufacturer narrative:
On 2019-mar-26, the device involved in the reported event was returned to manufacturer. The unit will be tested to establish root cause of the ignition of the ceiling lift. As soon as the inspection will be completed, the follow-up report will be provided.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(4) 2019 arjo was informed about incident with maxi sky 600 ceiling lift. It was reported that after two hours from battery replacement performed by a third party company, the cassette was found to be burning (the flames were visible for a short while). At that time the device was not used. It is possible that the battery was not arjo original spare part.

Manufacturer narrative:
On (B)(6) 2019 arjo was informed about an incident with maxi sky 600 ceiling lift. It was reported that after two hours from battery replacement performed by a third party company, the main shell was found to be burning (the flames were visible by a short while). At that time the device was not used, neither injury nor harm occurred. The faulty device was identified as maxi sky 600 ceiling lift with serial number (B)(4) and model number ld10203. As the device was manufactured in 2011 by arjohuntleigh (B)(4) ((B)(6)), it had been in use for almost 12 years and exceeded amply its operational life. To conduct the technical evaluation and establish the root cause of this issue, arjo initiated return of the faulty device to the manufacturer. The ceiling lift was returned, however the spreader bar was not been made available. According to visual inspection, the charger and the batteries were not original arjo parts. Moreover, one of two batteries placed in the main shell was put inappropriately - upside down. There were strong traces of the soot visible on the outer side of the main shell of the device. The area that was the most affected by the heat was on the outside of the cover, where the cable supplying pdps with electricity is plugged to the ceiling lift. The powered dynamic positioning system (pdps) allows patient transitions from reclined to seated position and back at the touch of a button. Burning around the pdps connection can be confirmed by the melted material of the cover. This would indicate that the most probable root cause would be an undetermined electrical failure of the pdps connection. Unfortunately, this connection could not be checked in details as the parts in question were not available for return. Therefore, the component in cause and the reason why it would have led to this particular failure could not be confirmed. It was found that the heat generated during an event had not affected the inside because there was no presence of soot within the inside of the main shell. What is more, the functional test showed that the ceiling lift was still functional. When reviewing similar reportable events registered for maxi sky 600 ceiling lift and its predecessors, during the last 5 years we have not found any similar complaints related to the investigated issue. According to that, this particular complaint appears to be an isolated occurrence. The device was not being used with a resident at the time of the event. No injury was sustained. The powered dynamic positioning system connection and device's cover were damaged so from that perspective, the device was not up to its specifications at time of detection the malfunction. Arjo, taking a cautious approach, has decided to report this issue due to significant sign of fire marks on the involved device and indication of visible naked flames reported by the customer.